Event description:
It was reported that a user experienced temporary loss of dexcom g7 continuous glucose monitor (cgm) readings on the ilet, characterized as cgm signal loss to the ilet only; readings resumed spontaneously before troubleshooting steps were performed, and education on signal loss was provided. No adverse clinical symptoms were reported. Outcomes included no impact on health and no medical intervention or hospitalization. User support included review of user report and provision of troubleshooting and education regarding cgm signal communication. Investigation of this case revealed transient communication interruption between the cgm and the ilet without persistent malfunction or hardware failure, with normal function restored. It was concluded, based on previously established findings for similar reports, that the cause was unable to determine definitively but consistent with intermittent external factors affecting signal communication.